Event description:
It was reported the patient feels some kind of stimulation every three hours. The capture management feature had been turned off and instruction was provided for how to also disable the lead trend measurement. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.